Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, two (2) companion samples were received for evaluation. Visual inspection on the two companion samples via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed, and the flow rate was within the product flow rate specification range. Based on the functional flow test result, the two companion samples were determined to be conforming product. The reported condition was not verified for the companion samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (06) large volume intermates underinfused during patient infusion. The devices took more than 4 hours for infusion instead of the expected 2 hours. The devices contained vancomycin and sterile water with a final volume of 250 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.